Event description:
The manufacturer received information alleging a simplygo was emitting noise and had low oxygen concentration. The patient had low blood oxygen levels and was taken to the hospital. It is unknown what medical treatment was required for the patient. The device was returned to the manufacturer for evaluation. The customer's complaint of the device emitting noise was confirmed. The inlet filter was found to be cracked. The inlet filter was replaced to address the issue. The customer's complaint of the low oxygen concentration was not confirmed. The device was tested and was found to have meet the oxygen purity specifications. The manufacturer concludes the device's oxygen purity is within design specifications. The device did not cause or contribute to the patient's hospitalization.